Event description:
It was reported the pt had an ipg pocket revision due to significant weight loss. The revision was undertaken due to ipg protruding in the pocket. No devices were explanted.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.